Event description:
On (B)(6) 2010, the pt was implanted with a gore tag thoracic endoprosthesis and gore excluder aortic extender component. On (B)(6) 2010, an additional procedure was performed whereby four additional gore tag devices were implanted. Additional info has been requested.

Manufacturer narrative:
Refer to the following medwatch # for the report on the gore excluder aaa endoprosthesis involved in this event: 2017283-2013-00190.